Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose 54 mg/dl and current blood glucose is 132 mg/dl. The blood glucose value in 2015 was 166 mg/dl, 84 mg/dl. The customer's blood glucose on (B)(6) 2018 was 231 mg/dl. The customer declined troubleshooting for high blood glucose and low blood glucose value. The insulin pump will not be returned for analysis.